Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found sample was received without it's original packaging inside a ziploc bag, in used condition and with it's certificate of safe handling. Functional testing confirmed the reported complaint. During manipulation of the pilot balloon and the cuff inflated, but only one side and during continuous manipulation of the cuff, it did not inflated completely. The root cause of the issue could not be determined. Root cause investigation and corrective actions will be followed by the CAPA (corrective and preventative actions) process. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Operator of device is unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported that the cuff cannot be filled and doesn't unfold. Tracheostomy has not been in use before. No patient injury was reported.